Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 motor stall and was advised to perform a full supply change followed by a device restart; the user also reported elevated glucose and had been using meal announcements as corrective boluses, for which education was provided to allow the device¿s corrective algorithm to address high glucose or to call if elevated for over 90 minutes. Symptoms included hyperglycemia with a reported blood glucose of 250 mg/dl trending downward and 2.25 units of insulin on board. Outcomes included no hospitalization and user understanding of troubleshooting and education. Investigation included troubleshooting over the phone and completion of a blood glucose questionnaire. Investigation of this case revealed a suspected motor stall consistent with an alarm condition, with no additional device component damage reported, and user behavior education was provided to avoid off-label correction via meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending further data and user follow-up after the full supply change and restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.